Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported that the vial was being filled with an unspecified concentration of dilaudid when solution leaked around the blue stopper in the vial. The vial was replaced and the filling resumed. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.